Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a nanocross elite with a non-medtronic inflation device for the treatment of a severely calcified lesion in the patients distal superficial femoral artery (sfa). The lesion exhibited 90% stenosis. Slight tortuosity was reported. The IFU was followed and the device was prepped without issue. It is reported that during balloon inflation a longitudinal balloon burst occurred at a pressure of 8 atms. An additional 6x40 balloon was opened and used to successfully complete the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.